Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that after delivering three units, his blood glucose level was at 400 mg/dl. He took three units with a pen and changed his site. The insulin pump alarmed no delivery. The alarm was resolved by changing the complete set. The customer was advised that the device would be replaced and agreed to return the product for analysis.